Manufacturer narrative:
(B)(4). One actual sample was submitted for evaluation. A visual examination of the sample was performed and no obvious defect was found. A simulation was performed and found that the luer activated valve is in working condition. The reported condition of "valve remains retracted after disconnecting the syringe" was not confirmed. The root cause of this condition was not identified. No repairs were made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) of a clearlink luer in which there was a connection issue. The valve remains retracted after disconnecting the syringe. This reported condition occurred at an unidentified process step. There was no report of patient involvement or medical intervention necessary. No additional information is available.